Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the power module to be faulty. The customer refused the repair. The unit is not fit for clinical use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.

Event description:
N/a.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit automatically shut down, after restarting unit automatically shutdown again. The unit was replaced with a backup machine. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.